Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that in-stent restenosis occurred requiring treatment with an additional balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. H10: results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.